Event description:
Customer stated that nurse was unable to remove a catheter when changing on two occasions, as balloon would not deflate. Customer stated in one case the doctor was able to remove with difficulty and in the second the catheter fell out 3 days later. No specific pt info provided by customer.